Event description:
The customer's father stated that the customer had been experiencing low blood glucose levels. The father then stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. The father stated that they had made several changes to the basal rates, but the low blood glucose levels continued. Troubleshooting was performed. The insulin pump was programmed correctly, the customer is never connected during the manual prime and the insulin pump counted the reservoir volume amount correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.